Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, vio dv integrated electrosurgical unit (iesu) monopolar energy did not work on both monopolar ports. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse confirmed error m-36 in the logs. Site replaced energy cables and instruments, but the issue was not resolved. Site elected to use a third-party iesu (force triad) to continue with the procedure. The procedure was delayed less than 15 minutes. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed, and it was found that the reported error was confirmed but not replicated. In error log, the (m-36) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized, and all ports recognized instruments. The complaint was confirmed by failure analysis. The probable root cause is attributed to an electrical connection issue between the instrument and the generator.

Event description:
Refer to h11 for follow-up information.